Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "something is not right" after the physician received data from the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was experiencing chest pain. The right ventricular (rv) lead exhibited short v-v intervals. The lead was reprogrammed and remains in use.